Event description:
It was reported that the user¿s caregiver inadvertently advanced to the fill tubing step on the ilet without inserting the insulin cartridge, and support assisted in returning to the start of the setup sequence; elevated blood glucose in the low 200s was noted around breakfast, alerts occurred, and the ilet correction algorithm was allowed to run. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and completion of troubleshooting and education, including referral to clinical resources for breakfast settings concerns. Investigation included technical support review and user guidance through proper setup steps. Investigation of this case revealed no confirmed device malfunction and an operational use issue related to setup sequence, while the cause for hyperglycemia remained unclear. It was concluded that the cause was indeterminate based on available information and established assessments for similar reports.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.